Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. After battery installation unit gave an unexpected partial display with vertical lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Device received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had green bar in the display. No harm requiring medical intervention was reported. Customer stated that they received occlusion alarms, they changed everything. Customer stated that insulin pump was fallen a few weeks ago. The insulin pump will be returned for analysis.